Event description:
Additional information was received indicating this lead was surgically abandoned during a routine device change out procedure. It was noted that pacing impedance continued to be high and pacing threshold measurements increased. It was reported the patient has sinus node dysfunction, therefore this lead was not replaced and the new device was set to aair mode. No adverse patient effects were reported.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a change in pacing impedance of >500 ohms, along with a decrease in r-wave amplitude. No sensing issues were noted and capture thresholds remain normal. It was also noted that there was pacing below the lower programmed rate. Boston scientific boston scientific technical services (ts) discussed that premature ventricular contractions (pvcs) were the cause of pacing below the lower rate limit and suggested that a chest x-ray be done due to the change in impedances and r-wave amplitude that were noted. The field representative was going to discuss the issues with the patient's physician. Further information was received that the ventricular sensitivity was adjusted and the device was then functioning normally. No further information was available related to the rv pacing impedances. At this time, the device system remains in service and no adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.